Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an issue with the device due to a hole in the pressure regulating balloon (prb). The perforation was identified via x ray. A surgical procedure was performed in which the balloon was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
UDI # for pump is (B)(4). UDI # for cuff is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually examined, leak tested, and functionally assessed. Visual inspection identified a hole from fatigue located between the balloon and adaptor junction. The leakage test confirmed the presence of a leak at this same location. Based on the available information and analysis results, the reason for the device fluid leak was most likely determined to be a hole from fatigue between the balloon and adaptor junction. Therefore, a conclusion code of cause traced to component failure has been established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an issue with the device due to a hole in the pressure-regulating balloon (prb). The perforation was identified via x-ray. A surgical procedure was performed in which the balloon was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
UDI # for pump is (B)(4). UDI # for cuff is (B)(4).